Manufacturer narrative:
The philips remote service engineer (rse) spoke to the customer's medical instrumentation technician (mit) who stated that during a procedure in the operation room (or) the device spontaneously freezes and the monitor reboots. The rse advised the customer's mit that if the power light stays on at the restart, then the mainboard is defective otherwise it would be an issue with the power supply. The mit confirmed it was a power supply issue. Replacement parts were ordered and shipped to the customer site. The customer was taking responsibility to repair the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # (B)(6).

Event description:
It was reported that the mx750 spontaneously freezes and restarts. It was unclear if the waveforms were also frozen or the device is just not responding to interactions (touchscreen, etc.). The device was in use on a patient at the time of the event. There was no adverse event reported.